Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the motion was not initializing because the motion solid state relay had shorted. The ssr and varistor were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the o-arm went down during a case. No other details were added.